Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed pump error. The customer stated that, they are unable to clear alarm successfully. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test. Device alarmed pump error 43 during rewind due to unlocked j5 connector on electrical board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 43. Pump error 130 alarm confirmed in insulin pump history file due to unlocked j5 connector on electrical board. Keypad unresponsive/button error alarm not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay.